Event description:
After three successful cases, setup was being performed for a fourth partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). The rio was moved into an adjacent operating room to maximize time efficiency. During pre-surgery accuracy checks, the arm locked up at different points, and through repeated attempts. Troubleshooting through a call to clinical support revealed repeated j2 motor phase errors in the arm software logs, which were judged to be unrecoverable without field service intervention. The surgeon determined that the proper course of action was to postpone the case.

Manufacturer narrative:
As part of normal complaint follow-up, an eval was performed by mako surgical with regard to this event. The makoplasty sales specialist (mss) present at the case received motor phase error for joint two (2) during the combined accuracy pre-surgery check. Phase errors cause the motor brakes to engage, preventing any uncontrolled motion, which was the arm locking described in the event report. The case was cancelled before the pt was placed under anesthesia. Troubleshooting by the field service engineer (fse) revealed the motor phase error (j2) in the logs. This was the third instance of the motor phase error from the rio. It was determined that the j2 phase wire was damaged due to bending and the motor assembly was replaced.